Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies, but alarms continued. Customer reverted to an alternate pump for insulin therapy. Tandem technical support instructed customer to change infusion set to address the issue. Customer's blood glucose level was 400 mg/dl.